Event description:
It was reported that prior to the start of a da vinci-assisted donor nephrectomy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) during case setup and reported that the customer had a warning on the screen that stated "instrument motion may be non-intuitive." The system logs showed errors 22017 and 22018 reported by surgeon side console (ssc) (sn: (B)(6)). The customer performed a hard reboot on the console with no change. The customer elected to bring in another ssc so they could perform the case using dual ssc. The field service engineer (fse) was to follow up. The procedure was aborted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed ergo calibration to resolve the issue. The system was tested and verified as ready for use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to the surgeon side console ergonomics being out of calibration. The field service engineer (fse) calibrated the ergonomics to resolve the issue.